Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address cup position. Update 11/20/2012 - litigation papers received. It is alleged that the patient suffers from pain, inflammation, discomfort, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implant. The patient was revised twice on the left side and both revisions are present in this complaint. Update 11/20/2014- pfs and medical records received. Two complaints contains two revisions. After review of the medical records the patient was revised on (B)(6) 2009 for pain and arthrofibrosis. Only the femoral head was revised. The patient was then revised on (B)(6) 2011 for metallosis, malpositioned cup, and fibrosis causing impingement. A femoral stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/18/2014.